Manufacturer narrative:
The device will not be returned for evaluation as the facility has stated it is unavailable. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. As part of the catheter manufacturing process a 100% of the units go through an electrical inspection. The complaint affected unit will not be not returned for evaluation; therefore a product non-conformance or device failure could not be confirmed and a root cause could not be determined. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use of the pacer catheter there was resistance. After the permanent device was implanted, the technologist proceeded to pull the temporary device under fluoro. Following guidelines for removal of this device, by unscrewing to unlock the valve of the sheath, pulling the wire back while leaving the sheath in place, the tech felt resistance. The tip of the wire that contains the electrodes broke during this pullback. The team was successful in removing the broken wire, but did open the sheath to find the broken wire and electrodes. The team used a 10cc syringe to draw back using the side port with blood return to prevent the electrodes and tip of wire from migrating into patients' circulatory system. Wire and electrodes were accounted for within the sheath when team opened up sheath after removal. Sheath was immediately pulled once pressure was achieved from the side port via the 10-cc syringe confirming electrodes present. There was no patient injury.